Event description:
It was reported that the patient developed muscle stimulation approximately three years post implant. When doing thresholds and manipulating outputs to reproduce the muscle stimulation, the device went to elective replacement indicators. Then the patient went asystole. The emergency button was pressed and resulted in some spikes without capture. A temporary pacemaker was placed, and the device was changed out. After this event, the device allowed reprogramming, and the elective replacement indicator was gone. No further patient complications were reported as a result of this event.